Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the catheter kinking during infusion. The following information was provided by the initial reporter: when doing CT the tubing is very weak and tends to kink while injecting.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the catheter kinking during infusion. The following information was provided by the initial reporter: when doing CT the tubing is very weak and tends to kink while injecting.